Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4); product type programmer, patient product ID 8578 lot# serial# (B)(4), implanted: 2012 (B)(6); product type accessory product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).

Event description:
The patient reported that their ptm displayed a refill date of (B)(6) ¿which had already passed¿. The patient had a refill scheduled for the day following the report. They indicated they would not be able to make the appointment because of a family commitment. The patient thought their last refill was in (B)(6) 2013, and their pump was supposed to be refilled about every two months. When turned on, the ptm displayed the refill date of (B)(6) 2013. Further troubleshooting revealed the ptm displayed two dates: (B)(6) 2013 and (B)(6) 2013. The patient did not hear any alarms. It was thought the ptm had not updated at the patient¿s last refill.

Event description:
The medications used within the system were morphine, clonidine, and a third unknown drug used for ¿high blood pressure¿.